Event description:
Patient exhibited superficial symptomatic phlebitis (reddening, heat, pain). Treatment with antibiotics and an anti-inflammatory was required.

Manufacturer narrative:
Attempts are being made to obtain additional information regarding this incident and the status of the sample. Upon completion of the investigation, a supplemental report will be submitted.